Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed with breast cancer. It was also reported that the patient is to have breast cancer removal surgery, though the affected side and breast cancer cell type were not provided. The patient underwent bilateral breast implant removal surgery on (B)(6) 2024. The initial reporter requested that no follow-ups be performed. If additional information is received, a supplemental report will be submitted. This report is for the left implant. Refer to manufacturing report number 1645337-2024-03824 for the contralateral event.